Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the pulse generator exhibited over-estimation of the expected battery life. No intervention was performed. The patient would be continued to be monitored.